Event description:
It was reported that the right ventricle lead was explanted due to failure to capture.

Manufacturer narrative:
The reported event of no capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.